Event description:
It was reported that the lead impedance was > 2000 ohms due to lead fracture. Device was removed from service. No patient complications have been reported as a result of this event.